Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins was not working and the patient had a return of pain symptoms. The controller would not communicate with the ins. The no device found message was seen unless the recharge telemetry module was connected. A reset did not resolve. Patient was issued a new controller. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.